Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported during the initial implant procedure following the deployment of the main body graft, the physician had difficulty with the deployment of the suprarenal aortic extension. While advancing the nose cone of the device one of the wires had become positioned in the back of the stent cage of the main body stent. The physician was unable to complete the procedure and elected to explant the devices and complete an open repair. The explanted devices were evaluated by the physician and the physician observed the proximal extension had deployed through the bifurcated main body stent. The physician confirmed this event was not a device malfunction. The patient is reported as doing well post procedure.

Manufacturer narrative:
(B)(4). Based on the information available the root cause of the reported event is due to a procedural related error. Clinical assessment confirmed the suprarenal extension stent was deployed behind a main body strut of the bifurcated stent graft, and then the devices were explanted. The guidewire and nosecone were located behind a stent strut of the main body prior to deployment. There were no known anatomy related issues identified. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. The device was not returned, therefore no physical evaluation was completed.